Event description:
It was reported that the patient had slipped and fallen 4 days prior on the ice. She noticed that the stimulator is not at the surface like it used to be. The patient also was unable to communicate with the stimulator. She had been playing around with the equipment and continued to get the reposition antenna screen on the recharger and the poor communication screen on the programmer. The patient was redirected to their physician for a device check. Additional information about troubleshooting and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).